Event description:
It was reported that the patient's right ventricular leadless pacemaker (rvlp) was found to be dislodged. The physician elected to explant and replace the rvlp. The patient was stable following the procedure.